Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient suffered a dislocation. The reverse shoulder prosthesis shell was cantilevering. The surgeon changed to a 65 degree retroversion to prevent further dislocations.